Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump failed downstream occlusion (dso) calibration. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A device was received for investigation in tact with no external damage noted. Performed functional tests and was able to duplicate the reported issue. The root cause of the reported issue was found to be the downstream occlusion sensor failed calibration. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.